Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, an excessive amount of moisture in the air gas module. The hospital has kept the air gas module and not returned for further investigation. The received pictures clearly showed moisture traces in the filter housing of the air gas module. Experience from earlier investigations and the received device log files, the conclusion is that the moisture has damage the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the air gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The most probable source of the water inside an air gas module is moist air from the hospital's air gas supply. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed pre-use check. Water was noted in the air gas module. There was no patient involvement. (B)(4).